Manufacturer narrative:
F/u report will be filed if additional info becomes available.

Event description:
It was reported by the customer that after insertion of the catheter, during the removal of the spring wire guide (swg), 10 cm of the swg was (outside) unraveled and the other portion (inside the catheter) broke. As a result, the catheter and swg were removed simultaneously. A new catheter was successfully placed in the pt. There were no reported pt complications.